Event description:
It was reported that the user¿s freestyle libre 3 plus sensor did not display glucose readings for an extended time after initial pairing, prompting application of a second sensor; during the call, readings became visible, consistent with an intermittent communication failure involving the device¿s antenna/electrical interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication issue traced to the antenna/electrical component of the system. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.